Manufacturer narrative:
The evoke scs system was discarded. An elective explant was performed at the patient¿s request as the evoke scs system was no longer required, following back surgery. There were no allegations of device functionality or deficiency prior to the reported event.

Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The patient reported a back surgery which resolved the indications that their evoke scs system was intended to treat. The evoke scs system was confirmed to be operating as intended prior to explant.